Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 53 mg/dl. Customer¿s blood glucose level was 81 mg/dl at the time of incident. Customer was not alleging insulin pump for over delivering. Drive support cap was normal. Insulin pump passed displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with cracked reservoir tube lip.